Event description:
The pt stated he began to feel "weird" at the end of last week. He reported he changed the infusion device cartridge on friday evening, when he received an 01 (cartridge empty) error message. The pt uses a competitor's infusion set. On saturday morning, the pt began vomiting and felt so ill he returned home. He had friends drive him to the hospital. His blood glucose readings were checked at the hospital. His reading was over 700 mg/dl and his healthcare professional advised him to disconnect from the infusion device. The doctor gave him an insulin injection and two hours later his blood glucose reading was 560 mg/dl. Tests were run on the pt at the hospital and the pt reported that his doctor told him he was having a slight heart attack. After four days in the hospital, he was discharged. The pt's healthcare team advised him to remain on insulin injection rather than the infusion device until he saw his regular physician. Troubleshooting did not find any issues with the product. Pt was requested to return his infusion device for evaluation since he was currently disconnected from it. His blood glucose was still being controlled by insulin injection. On follow- up in 2007, the pt reported he was admitted to the hospital for a heart attack 5 days later. He stated he has not been back on the infusion device. Product replacement was requested to be returned for eval.